Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological surgical procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2020 due to pain and scarring. No additional information was provided.